Event description:
It was reported that the patient suffered from arthrofibrosis of the right knee. The event was resolved via manipulation under anesthesia.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2017. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: no relevant clinical medical information was provided to conduct a thorough medical assessment. A definite root cause could not be determined with the information provided. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.